Event description:
It was reported that the patient passed away due to cerebral hemorrhage. The pump was not removed, and an autopsy would not be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Implantable surgery was performed after confirming that the implant was absorbed at a time. No arousal after surgery. Cerebral hemorrhage from the same site had relapsed.

Manufacturer narrative:
Correction: b3 - date of event. Manufacturer's conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.